Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced a blank display when she was checking her blood glucose. The customer stated that she had to remove and reinsert the battery a few times before the insulin pump turned on. The customer also stated that the insulin pump only showed three battery bars even though she had just changed it that day. The customer's blood glucose was 156 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery. The customer's display returned. The customer was able to run a self test successfully. Advised customer to monitor the insulin pump. Advised a replacement battery cap would be sent. Explained that the battery out limit alarm was normal insulin pump behavior given the customer's actions. Nothing further reported.